Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead triggered an alert due to <80% pacing since january. Review of the presenting electrogram (egm) revealed intermittent lv oversensing, possibly of the p-waves. It was also noted that the patient was having approximately 2,700 premature ventricular contractions (pvcs) daily. Technical services (ts) discussed that the pvcs and intermittent oversensing likely contributed to the pacing percentage alert. Programming options were reviewed. This crt-d system remains in service. No adverse patient effects were reported.